Manufacturer narrative:
Related manufacturer report number: 3003775186-2022-03076. Csi ID: (B)(4).

Event description:
A sapphire balloon was used to cross a 99% stenosed, heavily calcified distal left main artery, 95% stenosed, heavily calcified proximal left anterior descending artery (lad), and 95% stenosed, heavily calcified mid lad. The balloon was inflated to 15 atmospheres when the balloon ruptured in the proximal lad. The balloon was unable to be removed from the lesion. The balloon was pushed, pulled, and attempted to go negative. The physician continued to pull the balloon which ended in the balloon catheter breaking. The balloon was removed and the single marker band remained in vivo. An attempt to retrieve the component was made, however, was unsuccessful. The 1.0x15mm balloon and marker were left in vivo. The patient was stable before, during, and after the procedure.